Manufacturer narrative:
The insulin pump was received with radiofrequency failed self-test alarm error alarm during self-test and unable to communicate with blood glucose meter due to faulty connector on radiofrequency board. No radiofrequency failed alarm noted during testing. The insulin pump had broken reservoir tube lip. The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was 115 mg/dl at the time of incident. The customer was advised to program a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer performed self test and the insulin pump alarmed failed self test alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.